Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead was implanted at the same surgical intervention. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the lead body is extremely twisted along its whole length. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The cause for the high pacing thresholds was not defined. A new lead was implanted at the same surgical intervention the rv lead has been returned for analysis. No additional adverse patient effects were reported.